Event description:
It was reported that a patient underwent an inguinal hernia repair approximately 10 years ago and mesh was used. The patient returned thinking that the hernia recurred. During the reoperation on (B)(6) 2014 it was discovered that the mesh had retracted, displacing the spermatic cord into the femoral canal. The surgeon needed to remove the patient¿s testicle. Additional information has been requested.

Manufacturer narrative:
(B)(4) - orchiectomy; mesh retraction occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.